Manufacturer narrative:
One device was returned for evaluation. Visual inspection was performed, and the customer's reported problem was duplicated. Functional testing was not performed. The male connector of the three-way stopcock was broken, and the pieces were stuck inside the female connector of the actual flat filter. No damage was found on the flat filter. After observing the fracture surface of the male connector of the three-way stopcock, it is considered that the root cause was highly likely that it was twisted off due to excessive force. A device history record could not be completed as no lot number was received.

Event description:
It was reported that after placing the epidural catheter, the connection between the flat filter and the three-way stopcock was damaged. There was patient involvement, and no patient harm reported.